Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound regurgitation and will require intervention to prevent permanent injury. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there is no information to suggest a manufacturing non conformances contributed to the event. The cause of the tricuspid regurgitation is unknown, however may be due to procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 17 months post implant of a sapien xt valve in the pulmonic position, the patient was found to have severe tricuspid regurgitation (tr). The patient subsequently underwent tr valvuloplasty. Information provided by the hospital medical records indicated that following the implant of the sapien xt valve in the pulmonary position, the patient immediately developed tricuspid regurgitation that remained stable over time. However, approximately 17 months post valve deployment, the patient presented with fevers and positive blood cultures were found to have endocarditis of the sapien valve. He was treated with antibiotics but despite treatment the decision was made to explant the sapien xt valve and repair the tricuspid valve. During the explant procedure, the tricuspid valve was examined and an ¿avulsion of the posterior septal commissure was observed¿. The septal leaflet and posterior leaflet were approximated at the primary chordal attachments and the base of the leaflet was then reattached to the annulus to create tricuspid valve competence. Pathology specimen¿s microscopic examination revealed multiple gram-positive cocci. The patient was prescribed 6 weeks of antibiotics. The patient's postoperative course was uncomplicated. The patient was discharged on pod4. On pod21 echo showed low velocity tricuspid regurgitation with a peak gradient of 20mmhg. Mild pulmonic stenosis was present with a peak gradient of about 15mmhg. Mild-low velocity pulmonary regurgitation was present. No vegetation¿s were seen. The ventricular function was good. There was not pericardial effusion.